Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The device might have been exposed to moisture. The customer's blood glucose was 106 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.